Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to difficulty charging. The facility retained explanted device, won't be coming back. Patient doing well post operatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.